Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "during drilling, the tip of the drill broke off due to interference with an already inserted screw, leaving about 2mm inside the body. It could not be removed, so the wound was closed in that state."